Event description:
Complainant alleged that during a routine preventative maintenance check. The device's watch-dog circuit intermittently would not allow power-up. The complainant indicated that there was no pt involvement in the reported failure.